Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found on the end of the bd saf-t-intima¿ IV catheter safety system before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the catheter which stays in the patient for a short term infusion has a plastic bleb at the tip end. It is clean and has not been used on a patient and is a 22 gage cath. They found a 24 gage with the same issue but have unfortunately disposed of it."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H6: investigation summary bd was not able to observe the indicated failure mode since samples or photos were not sent to perform a review. A device history review could not be completed as no batch number was provided. Based on investigation results to date, root cause to manufacturing process cannot be determined.

Event description:
It was reported that foreign matter was found on the end of the bd saf-t-intima¿ IV catheter safety system before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the catheter which stays in the patient for a short term infusion has a plastic bleb at the tip end. It is clean and has not been used on a patient and is a 22 gage cath. They found a 24 gage with the same issue but have unfortunately disposed of it."